Event description:
It was reported that non sustained ventricular oversensing was observed via merlin.net transmission. Review of segms revealed possible oversensing of myopotentials. The ICD was reprogrammed and no further episodes have been noted.